Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead dislodged while the physician was placing the other lead. The lead was attempted to be repositioned; however, the helix failed to extend. The lead was removed and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.